Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump has intermittent button response, specifically on the up and down arrow buttons. The device was not bumped or dropped. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed verbally and in writing to return the device for analysis. Customer's blood glucose level was 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.